Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair, the t1 of the fast fix 360 was loaded properly, but the t2 implant dislodged prior surgeon inserting to capsule. The procedure was completed with a smith and nephew back up device. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is at the tip of the needle. The needle assembly is severely bent. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator will not move. The gray slider moves freely indicating the push assembly has become inactive due to the bent needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors, that can contribute to the complaint event, include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.